Event description:
It was reported that this patient underwent a revision procedure to reposition the right ventricular (rv) lead. During the procedure, the physician decided to also reposition this right atrial (ra), as it had exhibited high pacing threshold measurements since implant. An x-ray showed that the lead appeared to be in a similar position as the original implant. It was believed that the ra lead had micro-dislodged. No additional adverse patient effects were reported. The lead remains in-service.